Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The report of ¿end of battery life¿ was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri), end of life (eol), and the device had normal battery depletion.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.